Manufacturer narrative:
Other: rod side hydraulic hose.

Event description:
It was reported by service report that there was a hydraulic fluid leak on the rod side hose. No patient involvement or adverse consequences are reported.